Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the reservoir had air bubbles. Customer stated that the size of air bubbles was not of soda pop/champagne size. Customer tried to remove the air bubbles with plunger but issue was not resolved. No harm requiring medical intervention was reported. Troubleshoot was performed. The reservoir will not be returned for analysis.